Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
Medtronic complaint number:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implantation include chronic pelvic pain, vaginal pain, blood in urine, bowel leakage, constipation, dyspareunia, urine leakage, retention of urine and mesh protrusion into the bladder. Mesh revision surgery (B)(4) 2011.

Manufacturer narrative:
(B)(4).